Event description:
It was reported that the patient was having low flow alarms as well as a controller fault. Log file review confirmed multiple controller fault alarms in addition to 3 pump stops, 103 low speed advisories, and intermittent driveline fault alarms on (B)(6) 2022 around 8:40am. The issues only occurred while the patient was tethered to the power module. It was noted that the second pump stop/low speed event may be related to something passing through the pump. Additional information was received that x-rays of the patient's driveline were unremarkable. It was noted that the patient had a previous driveline repair and there did not appear to be enough room for a second driveline repair. 2 unshielded patient cables were ordered for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Previous driveline repair in dec2019 is captured under MFR# 2916596-2019-06122.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 3.5 days of (06aug2022 ¿ 10aug2022) data 2022 per the timestamp). A controller fault alarm associated with a backup mcu (microcontroller unit) fault activating was captured on (B)(6) 2022 at 8:41:02; this alarm activated and resolved multiple times throughout the remainder of the log file. The pump maintained at the set speed above the low speed limit from the start of the log file until pump issues started occurring on 10aug2022 at 8:40:13. Multiple requests for additional information were made to determine if the alarms resolved and if the heartmate ii system controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the replace system controller, backup battery fault, power cable disconnect, low speed advisory/hazard, driveline fault, pump stop and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Pump MFR. Report # 2916596-2022-13394.